Manufacturer narrative:
Device was used for treatment, not diagnosis. The alert date entered is only an assumption since no alert date mentioned. (B)(4). Device is an instrument and is not implanted/explanted. Unsure if device is expected to/or not be returned to synthes manufacturer for evaluation /investigation, it has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery with the first utilization of the cutter, the new cutter broke. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: there was patient involvement, but patient information is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.